Manufacturer narrative:
(B)(4).

Event description:
It was stated the pt was getting good stimulation and then it quit working. An error code of 574 was displayed. The pt was set to meet with a manufacturer representative to reinstate the device programs.